Manufacturer narrative:
This report contains supplemental information for mentor asr submission reference number (B)(4). Device evaluation summary: the device was damaged during the decontamination process, altering the integrity of the device itself. Due to this, it was not possible to analyze the product and perform a formal investigation. However, pictures were taken before the decontamination and visible damage could not be observed. It is possible that a small tear, not visible in pictures nor noted prior to decontamination, was exacerbated by the decontamination process. Rupture is a known inherent risk of these devices, and is mentioned in our product insert data sheet. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, seroma, capsular contracture (B)(4).

Event description:
This report contains supplemental information for mentor asr submission reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision with an unspecified mentor becker implant that ruptured postoperatively. Additionally, the patient was diagnosed with capsular contracture (grade unknown), and had marked fluid accumulation over a period of months leading up to her explant. The device was removed and replaced with an allergan product on (B)(6) 2017. Mentor becker devices are not manufactured or marketed in the USA, and are not subject to MDR reporting regulations. This event was initially reported in error.